Event description:
It was reported that customer's insulin pump had a button error. The numbers are scrolling during bolus delivery programming. Customer replaced the battery and the device alarmed failed battery test, then button error. Customer's blood glucose was 4.1 mmol/l. Customer wears the device in her shirt and it was hot today. The battery cap and compartment are not damaged or corroded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had operating currents within specification and no failed battery test alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window and reservoir tube window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).